Manufacturer narrative:
(B)(4).

Event description:
The following additional information was provided by the surgeon. The patient's preoperative iop was 18 mmhg. The hyphema caused iop elevation and resulted in red blood cell layering in the anterior chamber. The patient was taking 2 anticoagulant medications, fish oil (preop) and baby aspirin. The most recent bcva on (B)(6) 2015 was 20/20 and iop on improved to 12 mmhg. No surgical intervention was performed and patient doing well.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed and there were no non-conformances believed to be associated with the reported event. Hyphema and decreased vision are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reports performing uneventful cataract surgery with implantation of the istent. Later that same evening, the patient called the surgeon to report noticing blood in the eye. On postoperative day 1, the patient presented with full hyphema and vision decreased to count fingers. Gonioscopy was performed and the stent was observed to be well positioned. The patient had been on a blood thinner and aspirin, so the surgeon discontinued these medications. The patient was seen again on 11/19/15 and was improving, but vision was still count fingers; no intervention is planned at this time. Additional information has been requested.